Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she has changed out infusion sets but has high blood glucose of 300 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was done for high blood glucose and customer declined to check their settings or for air bubbles. It was found that the pump alarmed no delivery after troubleshooting but was cleared and passed the test. A bent cannula was also found. Customer was advised to follow up with teir doctor regarding the high blood glucose. No further information was provided.